Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels while using the pump for insulin therapy. Bg value was unknown. Customer performed infusion set, cartridge and insulin changes to address the issue and bg continued to remain elevated. The customer adjusted the basal and bolus settings. The customer did not observe any air bubbles. And uses the correct technique when filling the cartridge. The customer did not receive any alarms during this event.